Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. The user interface was returned to philips for analysis. Testing revealed that replacement of a shorted transformer, cap, and open fuse on the backlight inverter corrected the display darkness failure with this customer returned graphic user interface assembly.

Manufacturer narrative:
Event date; (B)(6) 2018. Date of report: 4oct2018. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer that more than likely the lcd needs replacement and suggested that the customer replace the gui. Provided the customer with part number for the ui assy. The customer replaced the defective overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported screen is blank and unit is running in the back ground. The device was not in use at the time of the reported event. The event date was not specified; estimate used.